Event description:
It was reported that the patient was not using the purewick urine collection system because it was noisy, that would leak and unable to fit. It was stated that the instruction was unclear. Patient had been using products for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect/ missing translation; missing instructions; vendor/printer error". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "please read all operating instructions and warnings before the first use of this product. No special skills or additional training is required. Place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I). Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was not using the purewick urine collection system because it was noisy, that would leak and unable to fit. It was stated that the instruction was unclear. Patient had been using products for less than 90 days.